Event description:
A site reported that a patient received a laser hair removal treatment and reported that the patient responded with a 2nd degree burn on the treated area. It was reported that the patient received medical treatment. However, the patient's recovery process is unk, since the patient had not returned to the site.

Manufacturer narrative:
The product was installed at the user site (B)(4) 2011. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013 with no issues found. The treatment parameters reportedly used by the operator were within the treatment parameters as recommended by candela's treatment guidelines. A candela field service engineer inspected the unit and reported that the unit was operating within specification.